Event description:
The duett sealing device was deployed folowing a catheterization procedure. The patient was sent to recovery with the arterial access sheath still in place. Several days after the procedure, the patient developed redness, swelling, and cellulitis of the affected limb. Antibiotic treatment was given via PICC line.